Event description:
Patient was revised to address poly wear, femoral loosening at the bone/cement interface with depuy cement being used at the time of original implantation. There was also a 3 hour surgical delay reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a . Patient medical records and patient x-ray were provided for review. Review of the supplied investigational inputs did not confirm the reported polyethylene wear or device loosening. The investigation could not draw any conclusions about the reported event based on the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.